Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during pumping the balloon in the cavity of patient, a doctor found it got broken, reported no abnormal usage by the customer. New one was opened to complete the case with no problem. No patient harm. Operating time extended: less than 30 min. Tissue damage: no. Nothing fell into the cavity. No bleeding. No info of lot# is available. In case lot# is identified after arrival of sample, I will add it on cts. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer : unknown. Nothing of adverse event caused by extension of or time was reported. "No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used. Additional information requested via email. What part of the balloon broke? Was the balloon leaking air? Did the surgeon have difficulty inflating the balloon? What is the patient's current status? No additional information available from the account.